Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 66 percent remaining to 10 percent remaining 11 months later. It was reported that the patient had been lost to follow up during that time. Boston scientific technical services (ts) requested a copy of device memory for analysis. Analysis of device memory confirmed a battery depletion anomaly. Ts recommended device replacement and discussed the device replacement interval. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. Additionally, a higher than normal current drain was observed during testing. Testing confirmed a compromised capacitor caused the high current drain condition, which depleted this s-ICD's battery. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 66 percent remaining to 10 percent remaining 11 months later. It was reported that the patient had been lost to follow up during that time. Boston scientific technical services (ts) requested a copy of device memory for analysis. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.